Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, (cts) the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time and date were incorrect; cause was unknown, and a cartridge did not fit onto the pump. Cts helped the customer correct the time and date and successfully resume insulin delivery, and a new cartridge was successfully installed resolving the issue. Customer¿s blood glucose level was 360 mg/dl.